Event description:
Boston scientific received info that the electrode had moved. The cause of the movement was described as no distal incision. An x-ray was taken but no further info on the results were provided. No surgical interventions were taken to reposition the electrode. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.